Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted, and no deviations or non-conformances were recorded. One sample was returned for review. Visual inspection of the sample confirmed use with the presence of dried bodily fluids within the luer of the catheter. The customer also mentioned the "catheter had separated from the hub". The hub was attached to the catheter along with the strain relief still in place. Functional testing resulted in the analyst experiencing resistance when attempting to remove the luer of the catheter from the attached extension line. Once removed, the catheter was tested with a colored water filled syringe. Leakage was confirmed at the hub of the catheter. A small crack was observed under magnification that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and a CAPA was initiated to address this issue. The CAPA is currently in the effectiveness phase which will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue. The luer/hub was manufactured in may 2023. There was one similar complaint reported in the lot. Additional information provided in d.9., h.3., h.6. And h.11. Corrected information provided in d.4.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A customer from the hospital reported a PICC was noted to be leaking a day after it was placed. When it was removed, the nurse noted the catheter had separated from the hub.